Manufacturer narrative:
D9 - device available for evaluation: no. The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review (DHR) could not be reviewed due to the unknown lot number.

Event description:
The event involved a microclave® clear neutral connector where the customer reported that the device leaked at chest port. There was patient involvement but harm was not reported as a consequence of the event.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received.